Event description:
Complainant alleged that during a routine shift check by a clinician, the device took an extended time to charge energy and self discharged. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Manufacturer narrative:
This supplemental medwatch report is reporting the evaluation of the device and correcting information submitted on the initial medwatch report. Please reference section b5. Device evaluation: the device was returned to zoll medical canada; the customer's report was duplicated and the high voltage capacitor was replaced to resolve the report. The device was recertified and returned to the customer. Analysis for reports of this type has not identified an increase in trend.

Event description:
Complainant alleged that during a routine shift check by a clinician, the device displayed a "defib charging error" message.. Complainant indicated that there was no patient involvement in the reported malfunction.